Manufacturer narrative:
The reported events were lead dislodgement and inappropriate shocks following lead displacement. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
During a remote follow up, it was noted the patient received inappropriate shocks. The patient presented in clinic and a dislodgement of the right ventricular (rv) was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.